Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules had an error code 241.4140. The facility's clinical engineering team received the device and performed inspection and repair. Per report, there was "evidence of degradation of buttons on platen. Replaced platen assembly. One count of error 241.4140: patient (side) sensor error. Confirmed with analog sensor test. Replaced pressure sensor..." There was no information on patient involvement. Although requested, no additional information has been provided.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: the root cause of the reported error code 241.4140 could not be confirmed, no device or associated logs were provided by the facility for analysis. The cause of the damage on the platen button could not be confirmed through the provided information. Inspection could not be performed, since no devices were returned for this investigation. There was no log analysis or test performed, as there were no devices returned for investigation. Per bd alaris system with guardrails suite mx v12.1 user manual inspection requirements states: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function before reuse. If an instrument appears damaged, contact bd for authorization to return it for repair. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error code 241.4140 was not determined; however, it was reported that the pressure sensor was replaced for this issue. The cause of the reported damage on the platen could not be determined due to insufficient information. Additionally, no product was returned for examination and testing.

Event description:
It was reported that the pump modules had an error code 241.4140. The facility's clinical engineering team received the device and performed inspection and repair. Per report, there was "evidence of degradation of buttons on platen. Replaced platen assembly. One count of error 241.4140: patient (side) sensor error. Confirmed with analog sensor test. Replaced pressure sensor.". There was no information on patient involvement. Although requested, no additional information has been provided.